Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. (Catalog number, serial number, UDI number) and device MFR date are unknown. No information has been provided to date.

Event description:
It was reported that a pump may be infusing faster than programmed since a patient experienced vomiting and diarrhea, and the pump ran dry after six hours. Position of the pump when alarm occurred is unknown. This was a continuous infusion. The reported product fault did occur while in use with the patient. The product issue did cause or contribute to patient or clinical injury, and medical intervention was provided. The device was replaced. The patient did have a backup device which was used to successfully to continue the life sustaining infusion. Additional information, patient identifiers, were provided. The pump is currently not available as is still in the patient's possession.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.